Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.